Event description:
The pt reportedly developed a skin flap infection at the implant site. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.